Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging coughing; phlegm in throat.there was no report of serious patient harm or injury.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The customer alleged coughing and phlegm in throat. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Secondary findings during the lab investigation observed that water spots in blower box, contamination on the bottom enclosure (external), water spots on blower fan, mineral deposited in blower box. The external investigation showed that there were signs of an orangish contamination on the bottom enclosure of the device. The manufacturer concludes the device has contamination. There was no evidence of sound abatement foam degradation. Section d8, d9 and h6 has been updated in this report.